Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (309 mg/dl). The cause for the reported elevated bg level was not known. A bolus via the pump was delivered to address the elevated bg level. The customer declined tandem technical support's offer to troubleshoot.